Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of the reported problem in the event log. The reported problem was verified by visual inspection. During testing downstream occlusion sensor nonfunctioning was found. The root cause of the reported issue was found to be customer use.. Actions were taken to mitigate the reported issue: replaced cracked battery compartment, battery door and downstream sensor. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. E4 is "unknown."

Event description:
It was reported that the device had a damaged battery compartment and battery door during testing. No patient injury was reported.